Manufacturer narrative:
G4: 18jul2019; b4: 08aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician informed the customer that the oxygen cylinders should be turned off or disconnected until ready to use. The customer was also informed that it is possible that the cylinders may have been almost empty prior to transport the service technician recommended that the customer run performance verification testing (pvt) and check the manifold for leaking check valves. The customer performed leak, air and oxygen flow testing as well as oxygen concentration testing on the unit and all tests passed successfully. The customer now believes the oxygen tank being used was nearly depleted when the reported event occurred and that this contributed to the reported event. The unit has been returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit's oxygen cylinder ran empty too quickly during transport. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date 19jul19.

Event description:
It was reported that the unit's oxygen cylinder ran empty too quickly during transport. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.